Manufacturer narrative:
Main investigation conclusion: review of the submitted system controller log file confirmed the reported low speed advisory alarms associated with transient elevations in pump power; however, a specific cause for the low speed events could not be conclusively determined through this evaluation. The account reported on (B)(6) 2019 that the patient had been experiencing low speed advisory alarms since (B)(6) 2019 with transient elevations in pump power. The submitted system controller log file showed that multiple low speed events with pump speed drops as low as 3950 rpm were recorded from (B)(6) 2019, resulting in low speed advisory alarms. The low speed events were associated with transient elevations in pump power up to 13.3 watts. No low speed hazard alarms, low flow hazard alarms, or full pump stoppage events were recorded throughout the log file. All of the captured low speed events only occurred while the system was connected to the mpu and appeared consistent with a potential driveline wire compromise; however, the suspected driveline wire damage could not be confirmed as the device remains in use. Additional information provided on 21jan2019 indicated that the patient was discharged with a power module and an ungrounded patient cable and had not since reported any further low speed events. An onsite driveline evaluation was subsequently performed by the technical services representative on 30jan2019, during which the low speed events could not be reproduced with external driveline manipulation or upper body movements. The patient was reportedly sent home with ungrounded patient cables and the customer would continue to monitor for unusual alarms during routine clinic visits. The patient remains ongoing on (B)(4) and no additional events have been reported at this time.

Manufacturer narrative:
Approximate age of device - 2 years and 6 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the has been having low speed advisory alarms since (B)(6) 2019 with transient power elevations. A reviewed of the submitted log file showed low speed advisories. Speed drops were as low as 3950 rpm. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad is connected to the mpu. The patient remains asymptomatic. The x-rays were unremarkable. The patient was discharged with a power module and an ungrounded patient cable. An onsite evaluation was requested by the customer. During on site evaluation, the manufacturer tech service representative was unable to duplicate short-to-ground shield symptoms with external driveline manipulation or upper body movement. The patient was sent home with ungrounded patient cables and advised not to use grounded patient cable. The customer will continue to monitor for unusual alarms during routine clinic visits.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.